Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. The catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right internal jugular vein as a precautionary measure prior to surgery. Patient is alleging, ¿upon information and belief as well as FDA guidance, the continued indwelling ivc filter poses significant and ongoing risk to client. Additionally, surgical remove of the ivc filter per FDA recommendations pases risks to the client. The existing foreign object indwelling in the plaintiff¿s body which has been determined by the FDA to place the patient¿s health at risk, is in and of itself an injury to the plaintiff.¿ (B)(6) 2006 - ivc filter placement operative report. "Filter was deployed with fluoroscopic guidance at the level of l2-l3. The cavagram post placement demonstrated good positioning of the device." Impression: "uneventful placement of an inferior vena cava filter for prophylactic prevention of pulmonary embolism before abdominal surgery. If there is no deep venous thrombosis after the surgery, it is recommended to remove the filter." (B)(6) 2017- x-ray abdomen. "Ivc filter is seen to the right of midline at the l3-4 level." Impression: "ivc filter is present position to the right of midline at the l3-l4 level."

Manufacturer narrative:
D4: expiration date: sep2007. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. The following allegations have been investigated. Migration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation. Non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.